Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the flex arm could not tighten when the handle was turned. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the big first joint on the arm is not locking when the screw is tightened. The cap that holds the cap against the ball joint was un- threaded a few turns. If the caps are not tight the joint will not lock up. Once the cap was threaded back in the flex arm appears to work properly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.